Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been experiencing a very fast heart rate, excessive sweating and feeling cold. It was also reported that the implantable pulse generator (ipg) had a pacing problem. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.